Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. Customer noted the no delivery alarm during fill tubing/manual prime. During troubleshooting, customer attempted to manually use the plunger to push out insulin, but it failed twice. The customer was advised a replacement infusion set will be sent out. The infusion set will not be returned for analysis.